Manufacturer narrative:
Device code (a code) was updated. From the data provided, a general reagent issue can be excluded. The field service engineer (fse) found a misaligned sample/reagent and sipper probe. He adjusted them. The investigation determined that the root cause of the issue was the misaligned sample/reagent and sipper nozzle. No further issues were reported afterwards. The service actions (adjusting the misaligned sample/reagent and sipper probe) resolved the issue.

Manufacturer narrative:
Calibration and qc for pth stat were acceptable. Last calibration for acth was performed on (B)(6) 2023 and was acceptable. The field service engineer (fse) checked the provided calibration and qc data and no reagent issue was found. The fse visited the customer's site on (B)(6) 2023 and found a misadjusted sample pipettor and fixed it. He concluded that he found the error causing part. Investigation is ongoing.

Event description:
We received an allegation about discrepant low results for 3 patients' plasma samples tested with elecsys parathyroid hormone (pth) stat assay and 2 patient's plasma sample tested with elecsys adrenocorticotropic hormone (acth) v2 assay on a cobas e411 rack compared to a cobas 6000 e601 module at a different hospital and to another cobas 6000 e601 module at the customer's site. Sample 1 was tested for pth stat: initial result: 40.1 pg/ml (the original sample tested on e411). Repeat result: 68 pg/ml (a new sample tested on e601 at a different facility). Both samples were plasma samples. The questionable result was reported outside the laboratory. The physician questioned the initial result as it did not match the patient's clinical history. The physician requested a new blood draw. The new sample was then tested at a different facility. The customer then installed a new cobas 6000 e601 module and started testing the samples on in parallel with cobas e411. Sample 2 was tested on (B)(6) 2023 for pth stat: initial result: 15.51 pg/ml (tested on e411). 1st repeat result: 86.36 pg/ml (tested on e601 at the customer's site). 2nd repeat result: 91.14 pg/ml (tested on e411). The questionable result was reported outside the laboratory. The physician questioned the initial result as it did not match the patient's clinical history. The physician requested the sample to be repeated. The repeat result was considered the correct result by the physician. Sample 3 was tested on (B)(6) 2023 for acth: initial result: 30.68 pg/ml. 1st repeat result: 14.76 pg/ml. 2nd repeat result: 30.83 pg/ml. 3rd repeat result: 30.37 pg/ml. Sample 4 was tested on (B)(6) 2023 for acth: initial result: 15.1 pg/ml (was tested on e411). Repeat result: 1900 pg/ml (was tested on e601 at the customer's site and measured out of the same tube). The repeat result 1900 pg/ml was considered to be correct as it matched the patient's. Clinical picture and the patient's previously measured values (acth >2000 pg/ml). Sample 5 was tested on (B)(6) 2023 for pth stat: initial result: 16.3 pg/ml (tested on e411). 1st repeat reslt: 38.5 pg/ml (tested on e601). 2nd repeat result: 36.7 pg/ml (tested on e601). The questionable results for sample 3, sample 4 and sample 5 were not reported outside the laboratory since they did not match patients' clinical picture. The pth stat reagent lot number was 646241 with an expiration date of 31-jan-2024. The acth v2 reagent lot number was 637825 with an expiration date of 31-oct-2023.